Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A potential factor in the development of paravalvular leak (pvl) is the depth of implant. Additionally, patient anatomy, the relationship of the valve size to the patient anatomy, or the presence of pre-existing patient conditions may also be potential factors. Pvl is a known adverse patient effect per the evolutr instructions for use (IFU). In this case, the valve was explanted and replaced with a surgical valve with no further adverse patient effects reported. The root cause for this report could not be established from the information available.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the valve leaflets were intact. The commissures were intact. Remnants of pannus remained attached to the valve frame on the outflow along the outflow margin of the attachment of leaflets 1 and 2 extending to two commissural areas and attachments. Radiography showed no evidence of mineralization in the valve and/or host tissue, nor evidence of frame fractures. Conclusion: the investigation is ongoing. At the completion of the investigation a supplemental report will be filed. (B)(4)

Event description:
Medtronic received information that one day following the implant of this transcatheter bioprosthetic valve transthoracic echocardiogram (tte) revealed moderate-severe paravalvular leak (pvl). Forty-three days post implant, the valve was explanted. No additional adverse patient effects were reported.